Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Wont turn on. (B)(4). Evaluation statement: the escalated issue of found thermal damage at the component c65 (a filter capacitor on the input voltage for voltage regulator u19) has been evaluated by customer advocacy (cad). The customer did not allege any patient involvement or report observing smoke or flames while the device was in operation. The root cause for the thermal damage in this reported incident has not been determined. A device history review from the date of manufacture (26/sep/2018) to the present was performed and no qn or prior servicing was found recorded. Per the product risk assessment document (B)(4), with no reportable adverse event complaint reported or management request for a risk assessment, an initiation of a risk assessment is not warranted. Based on these facts the issue is deemed appropriate for service level repair. No further investigation of this issue by cad is deemed necessary. (B)(4).